Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider, (B)(6) states a couple of years ago user was going over a bump the bottom of her footplate hit it and allegedly feel out in the front of the chair after it tipped breaking both her legs. Provider was not sure of the actual date of incident - could have been a few weeks ago or a few years ago as end user mentioned injury in passing. MDR filed.

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. The malfunction has not been confirmed.